Event description:
I was perfectly healthy mentally and physically up until I had my textured saline implants put in on (B)(6) 1994 by dr (B)(6) in (B)(6). I have had the following symptoms: chronic fatigue daily, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss) beginning sometime around 1994, mood swings, emotional instability, anxiety, panic attacks. Depression, muscle aches, pain, and weakness. Joint pain, and soreness. Hair loss and brittleness started around (B)(6) 2000, severely dry skin, vision worsened and have had dry eyes starting around 1996; mouth dryness contributed to loss of several teeth over the years/replaced with caps crowns or implants. Weight gain, easy bruising and slow healing of wounds, temperature intolerance, low libido, unexplained bilateral hearing loss around 2010 (I wear hearing aids now and I'm only (B)(6)); heart palpitations, shortness of breath, metallic taste in the mouth, around 1996, thought was from medication, stopped medication and still had it; oral thrush started coming and going around 2000; tops of my feet recently became full of freckles starting 2018, dry, splitting and hardening of my fingernails and toenails around 2000. Insomnia since 2005, hormonal problems, cysts on ovaries, endometriosis and constant yeast infections. Had full hysterectomy in 2016, urinary frequency and uti's regularly since 2000. Swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin, all over really; tingling or numbness in the arms and legs. Cold hands and feet, muscle twitching; vertigo, fevers, unexplained dehydration regularly starting around 2010; b-12 and vitamin d deficiency, chronic neck and back pain; in 2016 had lower back surgery, and 2018 and neck and upper back surgery; photo sensitivity in 1995, pigmentation changes (darkening or white spots), or an increase in papules 2001, edema (swelling) around eyes since 2005, on and off premature aging, liver and kidney dysfunction, gastrointestinal and digestive issues, gastritis, many upper gis and colonoscopies, sudden food intolerances and allergies/allergy shots started 2018; blood clots, poor circulation, spider veins in legs, new or persistent infections - viral, bacterial, and/or fungal (candida) reoccurring sinus, yeast, and uti infections, throat clearing, cough, difficulty swallowing, choking feeling, chronic inflammation, feel like I may be dying sometimes. Headaches, dizziness, and migraines, hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms; pancreatitis onset 2017, symptoms of sjögren's syndrome and connective tissue disease. Thousands of dollars in debt due to medical bills. On (B)(6) 2000, my left implant deflated, and I had both replaced with larger ones since I was undergoing surgery anyway; 2 weeks later my right breast swelled up huge and was terribly painful, had emergency surgery to remove 300 cc's of fluid. Later I was placed on disability in 2009 for multiple reasons. Needless to say, my husband and 2 kids have suffered along with me due to my constant illness. I am currently looking for a dr to take explant asap. FDA safety report ID# (B)(4).